Event description:
The customer reported that they obtained an erroneously elevated progesterone (prge) result on a patient sample vs clinical picture on an atellica im 1600 analyzer. The initial result was reported to the physician(s) and was questioned. Prge levels are typically less than 1 ng/ml before ovulation. The sample was repeated and yielded the same result, but ultrasound confirmed that the ovulation had not yet occurred. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated prge result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated progesterone (prge) result obtained on a patient sample on an atellica im 1600 analyzer. Quality control (qc) recovered acceptably. Siemens reviewed the instrument data files, the information provided by the customer and the internal reagent release data which showed that the affected reagent lot met all manufacturer specifications. Based on the available information, although observation appears to be sample-specific, the cause of the erroneously elevated prge result cannot be determined. Other patient results tested using the same reagent lot at the same time were not questioned. There is no evidence of a systemic reagent or instrument issue. A product problem has not been identified. The customer is operational. The device is performing according to specifications. No further evaluation is required.